Event description:
The customer reported experiencing high blood glucose for the past three days. The caller stated that the insulin pump is not delivering insulin, but it does not alarm no delivery. The customer did not have a tubing clamp available at the time, and the call was disconnected. The customer called back and requested to have a loaner insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.